Manufacturer narrative:
The ge service rep could not duplicate the problem, but the monitor was very dim and was not able to adjust brightness or contrast. He adjusted the 5 volt power supply for 5.15 vdc. The rep repaired and replaced the left monitor. Unit works as intended.

Event description:
The customer reported the left monitor went blank. He took the c-arm out of service and called for service.